Event description:
The suspect device showed a high inratio result. Sales representative performed a fingerstick on himself which resulted in inratio of 2.0. He never runs over 1.0. Strips to be returned for further evaluation.